Manufacturer narrative:
The root cause to this event remains unknown. A mechanical problem with the inlet has been identified, however, it has not been possible to reproduce a sequence of events leading to the inlet gasket popping off as described by the user.

Manufacturer narrative:
Pictures were sent to radiometer for the investigation of the incident. Radiometer preliminary investigation has identified how the event happened: during (quick) release of the inlet module the inlet gasket holder disengage to the slider part in the inlet module. When the user opens the inlet module, the inlet gasket holder isn't lifted and gets in conflict with the edge of the hole in the solution pack; and when user with force tries to open the inlet module further the inlet gasket holder breaks and the inlet probe bends. Investigation of the event will continue.

Event description:
According to the complaint while measuring a sample, the operator lifted the lever as usual, but the gasket popped off, hitting the operator between eye and temple. The doctor first took a sample and then noticed that the instrument was paused, with the error message "replace gasket" in order to understand what the problem was she tried to open the inlet module and therefore got close to the instrument to check. When she raised the sample inlet lever, she noticed that the gasket was not in the correct position, but backed a few centimeters; after a few seconds, the gasket shot outwards hitting the doctor in the face. From a careful inspection of the inlet module, it can be seen that the gasket was broken and the inlet slightly bent. The instrument is placed on a standard height working table. No information received that the doctor was exposed to blood etc.